Event description:
Adverse event: stroke. Onset of adverse event: 1 day post procedure. Device issue: none. It was reported via a trial that on (B)(6) 2010, due to acute coronary syndrome with ECG changes and elevated cardiac markers, the patient underwent the index procedure with successful deployment of the 3.5 x 23 promus stent in a 100% stenosis in the mid left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi 3 flow. The patient began heparin 1000 units continuous IV drip. On (B)(6), the patient presented with aphasia and right sided weakness and a cerebrovascular accident (cva) was reported. The patient received heparin 5000 units IV and coumadin 5 mg dosing. A CT scan of the head was performed on (B)(6), 2010. The neurologist interpreted this as no acute transcortical infarct, no hypodense artery signs, no evidence of intracranial hemorrhage, no subdural hematoma or other clot formation. The cva event was suspected to be cardio-embolic based on the history of a myocardial infarction on index admission. The patient was not considered a candidate for thrombolytic therapy. The event cva is reported as resolving and the patient recovering. It was also reported that the patient had an extended hospital stay due to the cva and experienced atrial fibrillation one time during her stay, but not since. The patient was discharged on (B)(6) 2010 with the recommendations to remain on aspirin indefinitely, plavix for a minimum of 1 year, and to continue coumadin for three months. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Evaluation summary: in this case, there was no reported product deficiency. Arrhythmia (includes atrial fibrillation), cerebrovascular accident/stroke, and embolism are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. (B)(4).